Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1cqxq, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 06-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has been jumping/shaking two days after his doctors visit ((B)(6) 2019). The patient stated he could take medicine and "cut thing (device) off" and calm down but will run out of meds. It was confirmed that stimulation was on and he adjusted settings but nothing was better. The patient also mentioned that the wire on his right side was numb for a month and a half. The patient thinks the wire is the problem. The patient was advised to see healthcare professional for additional assistance. No further complications were reported/anticipated.